Event description:
The info below came from the abstract journal, (B)(4). An angio-seal device was deployed following a carotid artery stenting procedure approached from the right superficial femoral artery. After deployment, an infectious pseudoaneurysm was observed in the common femoral artery, and the pt underwent surgical repair. The device was removed and a patch was constructed using an autogenous vein. Presence of (B)(6) was confirmed by culture. (B)(6) days after the original procedure, the pseudoaneurysm ruptured, and it was repaired using an autogenous vein felt pad. (B)(6) weeks later, the pseudoaneurysm ruptured again, and the artery wall was again repaired with a pericardium patch. The infection continued and extensive surgical debridement was performed followed by bypass grafting. The pt made a satisfactory recovery.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) states that the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile.